Event description:
A device was slipped into to my food for digesting purpose, I did not give consent nor did I have any knowledge prior. I started having complications and notice abnormal things happening to my body (sounds, pains and stimulations of sex organs and anal etc. I need immediate and ugent as of my health and life. FDA safety report ID # (B)(4).